Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing headaches and vertigo with or without device use. Device testing revealed results within normal limits. The recipient was treated with medication; however, the issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will not pursue revision surgery at this time. The recipient's issues are not believed to be device related. The recipient continues to use the device and will be monitored by the facility. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.